Event description:
It was reported that the device would not complete the boot up sequence and locked up upon power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly and determined the cause for the malfunction to be an ic chip, designator u17.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.